Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided, and the following was observed: calcification present in the sinotubular junction (stj) and landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should be noted that certitude delivery system is currently not indicated for use with s3ur thv in the USA. While the IFU/training manuals specific to this event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. The delivery system balloon burst was unable to be confirmed as no device was returned for evaluation. Available information suggests patient (calcification) and/or procedural factors (over-inflation) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, a certitude delivery system balloon burst during inflation/deployment of a 26mm sapien 3 ultra resilia valve in the aortic position by carotid approach. Balloon inflation technique was fast, and an additional 2cc of volume was added to the balloon prior to inflation. Sinotubular junction calcium is suspected as the cause of the balloon burst. The valve was assessed by physicians and determined to be fully expanded. The commander delivery system was withdrawn without issue. Patient tolerated the procedure well, and no patient complications were noted.

Manufacturer narrative:
Investigation is ongoing.